Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site for this event and for all prior/subsequent events. The fse evaluated the instrument, performed multiple service actions, and replaced multiple parts to troubleshoot the issue. However, since the issue occurred intermittently, the problem appeared to have been resolved on each of the service visit. The fse verified instrument performance on each service visit and results passed within specifications. The customer reported a differential issue on (B)(6) 2014 (medwatch report #1061932-2014-00649) and an fse was dispatched to the customer's site. The fse discovered a broken pinch valve vl49a and faulty tubing at pinch valve vl46a during this visit. The fse replaced the affected parts and verified the repairs as per the established procedures. The fse was again dispatched to the customer's site in response the incomplete differential results which were generated on (B)(6) 2014. The fse discovered an obstructed solenoid 69 and proceeded to remove the obstruction. The fse stated that the differential flagging issues were resolved, and verified the repair as per established procedures. In conclusion, the cause of the differential issues occurring intermittently on multiple days are attributed to a plugged solenoid 69, broken pinch valve vl49a, and faulty tubing at pinch valve vl46a. The fse removed the obstruction for solenoid 69 and replaced vl49a and tubing at vl46a to resolve the differential issues. All medwatch reports associated with this event: 1061932-2014-00645, 1061932-2014-00647, 1061932-2014-00648, 1061932-2014-00649, 1061932-2014-00650.

Event description:
The customer initially reported that the coulter® lh 750 hematology analyzer generated excessive false 'verify differial' flags on (B)(6) 2014 (medwatch report #1061932-2014-00645). A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument and performed multiple service actions to troubleshoot the issue. However, the differential issue was not resolved and continued to occur intermittently on multiple days. This report references the event which occurred on (B)(6) 2014 where the customer reported that the instrument generated incomplete differential results for multiple patient samples. The customer indicated that erroneous results were generated on few occasions since the initial differential issue was first reported on (B)(6) 2014; however, it is unknown if erroneous results were generated for this event as the customer did not provide any patient results. The customer elaborated that results which were questioned were either flagged differential parameters or non-numeric differential results (differential vote out). The customer stated that erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with these events. The customer reported that instrument printouts of the results are no longer available and quality control (qc) results were within specification prior to the event.